Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 8.0mmx60mmx135cm-hybrid sterling balloon catheter was advanced for dilatation. However, during initial inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The device was removed intact from the patient and the procedure was completed with a different sterling balloon catheter. There were no patient complications nor injuries reported.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 8.0mmx60mmx135cm-hybrid sterling balloon catheter was advanced for dilatation. However, during initial inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The device was removed intact from the patient and the procedure was completed with a different sterling balloon catheter. There were no patient complications nor injuries reported.

Manufacturer narrative:
D4 - lot number: updated to 25018380.